Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on with both ac and battery power. The device was able to provide visual alarms when parameters were breached, but was unable to provide an audible alarm. The failure was isolated to a driver circuit component on the system board. A service history record review reveals this unit was in the field for over six (6) years with no previous reported issues related to this reported event. Corrected data.

Event description:
The customer reported the device will not provide an audible alarm. No patient impact or consequences were reported.